Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: there was no patient consequence.

Event description:
It was reported that during a diep flap reconstruction case, clip applier used on vessel and cut vessel when clip was deployed. Happened to be the last clip in the device so it was discarded. Action taken to manage the problem: needed to make sure that donor blood vessel was still of viable length for attachment. Three minute delay to procedure. No adverse event to patient.